Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included chronic low back pain and spinal pain. It was reported that the patient underwent shoulder surgery in (B)(6) 2017, and felt like they were going through withdrawal around that time. The patient reportedly went in for a refill, and they got back all of the drug from the reservoir. Pump logs were read by the representative and there were no stalls or other issues showing. The pump was going to be replaced on (B)(6) 2017, but the tech and representative reportedly discussed that this was indicative of some sort of catheter issue and that they should confirm the patency of the catheter before closing the patient. It was further noted that they planned to move the pump from the left abdomen to the buttock area during the replacement as well. At the time of report, the pump was infusing saline. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated they became aware of the event when they showed up for the pump replacement. They were talking to the patient and the rep was informed the patient had withdrawal symptoms and all of the medicine was still in the pump at her scheduled refill. The patient¿s weight was unknown. It was unknown why the catheter was curled up. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis found that the catheter/catheter body had significant twisting that may have affected infusion. Analysis also found that the pump/pumphead had a crease on the pump tube near the outlet. Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2017 product type catheter - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. The results code (B)(4) and conclusion code (B)(4) are applicable to both the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer for analysis. On (B)(6) 2018 a company representative further reported that the catheter had been found to be all curled up and the patient wasn¿t receiving any drug. At the time of surgery, a new pump and catheter had been implanted.